Event description:
It was reported "the circuit melted, close to the patient end. The patient was on hfnc during the day. The rn touched the circuit and realized it was really hot. At this time the patient was on bipap for the evening and not on the hfnc. They discovered that they had turned the flow off on the hfnc but had not turned the heater off. The patient was not wearing the set up, so it was not "during use on patient"". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 870-19kit kit containing a circuit, extra tubing, column, temp probes, and nasal breathing device. Visual inspection of the circuit revealed there was severe melting. Parts of the heated wire cable were melted through the circuit. White residue was also found melted to part of the circuit. The melted portion of the circuit measured 4-20" from the open end connector. The resistance across the heated wire measured 13.7 ohms which is within specification of 12.8-14.3 ohms. The IFU for this product states, "do not place tubing on patient's skin. Do not cover tubing with sheets, blankets, towels, clothing, or other materials." The complaint of a breathing circuit melting has been confirmed. Since all heated wire circuit product codes are inspected 100% before leaving the manufacturing facility, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The root cause for the failure is unintentional user error. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the circuit melted, close to the patient end. The patient was on hfnc during the day. The rn touched the circuit and realized it was really hot. At this time the patient was on bipap for the evening and not on the hfnc. They discovered that they had turned the flow off on the hfnc but had not turned the heater off. The patient was not wearing the the set up, so it was not "during use on patient"". No patient involvement reported.